Event description:
A caller reported that the t:slim x2 pump battery was not charging. The customer managed to begin charging the pump after leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, using different charging supplies. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support informed the caller that they do not recommend using third-party charging supplies unless necessary for troubleshooting and arranged to send a replacement tandem charging cable via two-day shipping.